Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a scheduled procedure. After the procedure and interrogation was performed and it was discovered that the right atrial lead exhibited under-sensing, low impedance, and high capture thresholds. Programming changes were performed. The patient was in stable condition.